Event description:
Rn noticed that pt feed appeared to be running and did not alarm at all, but volume in bag had not decreased as expected over the course of an hour. When rn checked pump, it appeared to be working normally but the volume that should have been infused had not fully infused. Manufacturer response for enteral feeding pump, kangaroo omni (per site reporter). They are investigating the device issue.